Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. Patient sample result of 0.411 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported outside of the laboratory, however; no treatment was given, changed, or withheld based on the reported result. A corrected report was issued and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The definitive assignable cause could not be determined with the information provided. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Historical quality control results indicate a vitros tropi es lot 4790 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4790 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es reagent lot 4970. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed.